Event description:
It was reported via repair work order that the zoom disengages during use due to a damaged load cell weldment. The power cord was torn with exposed electrical wires. The brakes could not hold due to worn brake rings. Also, the cot had intermittent zoom due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.